Event description:
It was reported that the device delivery rate was slightly exceeded. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The cause of the customer reported problem was the expulsor was slightly too big. The pump flow rate was confirmed to be slightly exceeded. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative trimmed down the expulsor.